Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue happened again. The customer understood and acknowledged these instructions.